Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small particle was observed inside a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device and photographs were received for evaluation. A visual inspection along with magnification were performed on the actual sample and no particulate matter could be observed in the fluid pathway. The fill port cap was removed and no issue was observed of the connector or cap area. However, based on the photos of the sample, an elongated colorless to white polymeric appearing particle was observed in the fluid pathway. The reported condition was verified through photo inspection. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.